Event description:
It was reported to boston scientific corporation in 2008, that an extractor gi retrieval balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure. (Patient gender, age and weight unknown) according to the complaint, during the procedure, inside the patient, the guidewire separated away from the catheter directly outside the papilla. The case was completed with another extractor gi retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Disposed.